Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was returned with battery "energizer alkaline" installed. After testing it was concluded that the device operated within specifications. The unit was scratched on the display window.

Event description:
It was reported that the customer passed away while wearing the insulin pump. The husband stated that the customer had swelling in her brain form either a stroke or a blood cloth. The caller stated that the customer was on the floor on the side of the bed, and then she was taken to the hospital in an ambulance. No further information was provided